Manufacturer narrative:
The actual device was received for evaluation. Evaluation of the device received could not confirm that all of the segments were retrieved. (B)(4). The protective/sterilizing sleeve was not returned with the device. The nitinol wire that was attached to the end segment was not present. The end segment received appears to be different then the specified original component. The original component has a round tapered radius at the tip where the nitinol wire is welded in. The component received, has the radius completely removed giving the tip a flat appearance. It is not known when or how the nitinol wire was removed. The nitinol wire as originally manufactured could only be removed through the proximal end, which is through the handle. On opposite sides of the end segment the appearance of tool marks could be seen. The cable was broken and the ends of the broken cable were frayed. The failure of the cable occurred at the end of the rigid tube, perpendicular to the failure the cable was crimped and is starting to fray. It was also observed that there was a screw installed inside the collar at the distal end of the handle, this component is not consistent with the original MFR's application. Other inconsistent components include the actuator knob and the end cap. The inconsistency of the components and the altered end segment indicate that an unk source has modified this device.

Event description:
The diamond-flex retractor was being utilized during a laparoscopic procedure. The retractor broke inside of the pt at the end of the procedure. The surgeon was clamping when the retractor broke causing the segments to scatter inside of pt's abdomen. Only 15 segments were removed with forceps from the pt. Radiography was done to check if any piece was left inside the pt's body. The photography did not show any abnormality. Additionally, account stated the six (6) missing segments and the nitinol wire were not found; therefore, they could not be returned for evaluation.